Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a detached sensor wire on the same day the sensor was inserted into the arm. Upon removal of the sensor, the patient reported that the sensor wire had separated from the sensor pod and remained partially protruding from the skin at the insertion site. He stated that he could feel the wire in the area. On (B)(6) 2025, the patient consulted a physician, who performed a minor surgical procedure under local anesthesia (route unspecified) at the sensor insertion site. Using tweezers, the physician successfully removed the detached sensor wire. The patient confirmed that the physician closed the incision with stitches and did not prescribe any medication. At the time of reporting, the patient reported localized pain at the site but described it as manageable. He declined to provide any additional information. No product or data was provided for evaluation. The allegation and probable cause could not be determined. No additional patient or event information is available.